Event description:
A customer reported an issue with the pump display, specifically a pixel problem, which affected their ability to interact with the pump on some pages. Customer's blood glucose level was not impacted. Technical support decided to replace the pump, and the customer would use multiple daily injections as a backup therapy to maintain insulin delivery.